Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 356mg/dl. Customer treated with a manual injection. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners was noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. The displacement, prime, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the keypad anomaly.